Event description:
Customer reported a past event of high blood glucose levels, reaching 600 mg/dl, which required a visit to the emergency room and subsequent hospitalization on (B)(6) 2024; cause of elevated blood glucose was unknown. There was no permanent damage or injury caused by the incident, and the patient did not have ketones. The treatment administered, which included IV fluids of saline and insulin, resolved the issue. Customer was released from the hospital two days later, on (B)(6) 2024. No further assistance was requested or required, and the customer declined a follow-up supplies or system check.